Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over from electronic health record (ehr) following a previous ehr downtime. A technical support specialist (tss) dialed in to the server and then into the application server, but the application server session screen appeared dark, proceeded to check patient encounter system (pes) and ran the downtime query, which showed 12 duplicate patient profiles each with both a discharged and an admitted status. The discharged profiles contained orders, while the admitted profiles showed zero orders, informed the customer to contact their electronic privacy information center (epic) team to send an a01 message for the discharged profiles with orders or to merge the duplicate profiles. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, following an epic downtime, patients who had been admitted through epic (ehr) were not crossing over to the pyxis es server and medstation from an information standpoint. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.